Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell on the pump and the touch screen became cracked. Additionally, the pump touch screen became black near the crack. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy and has manual injections available.